Manufacturer narrative:
E1: patient city:(B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. On 08-july-2024, it was reported by the patient that infusions set fell of first one within one day of use. No further information was available.